Event description:
On 11/01/2023, it was reported by a sales representative via (B)(4) that a 0315-100 4.0mm distal drill guide had a drill become stuck and locked it completely seized up. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed upon evaluation of the customer's attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.